Manufacturer narrative:
Investigation summary - mgit 960 sire supplement kit batch 3324473 is composed of mgit 960 sire supplement batch 3293808, mgit 960 streptomycin batch 3293801, mgit 960 isoniazid batch 3299096, mgit 960 rifampin batch 3237608 and mgit 960 ethambutol batch 3290180. The batch history record reviews for the kit and each of its components were satisfactory and no quality notifications were generated. The complaint history was reviewed, and no other complaints have been taken on this kit batch or any of the components. Mgit 960 sire supplement is manufactured by rehydrating the media components with usp purified water and mixed until a homogeneous solution is obtained. The solution is then sterile filtered and dispensed into vials; stoppers are manually placed in the vial opening; septum caps are manually placed on top of the stopper and then mechanically crimped per standard operating procedures (sop). Antibiotics mgit 960 streptomycin, mgit 960 isoniazid, mgit 960 rifampin and mgit 960 ethambutol are manufactured by rehydrating components in usp purified water and mixing into a homogenous solution. The solution is then sterile filtered, dispensed into vials and stoppered by machine. The vials are lyophilized and crimp caps are applied per sop. Eight mgit 960 sire supplement vials are then manually packaged with one vial of each antibiotic to make a mgit 960 sire supplement kit (material 245123). Retention samples maintained for this product include the individual components. The components for isoniazid from this kit configuration were available. The retention samples of isoniazid were performance tested and were satisfactory per qc procedures. Four photos of growth curves were received to assist with investigation of this complaint. No return samples were received for investigation of this complaint. This complaint cannot be confirmed based on the performance of the retention samples. Bd will continue to trend complaints for performance issues.

Event description:
It was reported when using the bd bactec¿ mgit¿ 960 sire kit, one (1) sample was obtained with false susceptible inh results. The zn stain was positive and bacteria were observed. The sample was repeated and provided a resistant inh result with a positive zn stain for bacteria. There was no health impact or consequences reported.

Event description:
It was reported when using the bd bactec¿ mgit¿ 960 sire kit, one (1) sample was obtained with false susceptible inh results. The zn stain was positive and bacteria were observed. The sample was repeated and provided a resistant inh result with a positive zn stain for bacteria. There was no health impact or consequences reported.

Manufacturer narrative:
The information for the additional 510k is as follows: g4: PMA/510(k)#: k014123. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.